Event description:
It was reported that during normal follow up, the device was unable to be interrogated. The device was explanted and replaced. The patients condition was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of an inability to interrogate the device was confirmed in the laboratory due to a depleted battery. Based on the available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.